Manufacturer narrative:
See attached. This is the same event as 3010536692-2016-00136.

Event description:
Allegedly, patient was revised due to mom complications.(left).

Manufacturer narrative:
Additional information received to include: implant date, product ID, lot number, and hospital.